Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient was voiding in a hurry and not able to control it as much. This had been building over the last month and has been more noticeable the last couple days where patient was having more difficulty making it to the bathroom in time. Patient also reported the stimulation sensation was too buzzy and too loud and has been since implant. Reviewed option to change programs. Caller was able to successfully change programs and increase amplitude to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.